Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Correction: refer to supplemental MDR 2 of 1723170-2018-01460 for additional information.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the power enclosure and charger for the enclosure were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect enclosure and enclosure charger have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not power on. All batteries and connections were confirmed to be operational. No additional information was provided. There was no patient present when this issue was identified.